Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Customer had pump in a pouch that caused the pump to slide around. Customer had elevated blood glucose level (approximately 300 mg/dl). Customer set a temporary rate of 200% to stabilize blood glucose levels.